Event description:
The nurse found the extension tubing had separated from the winged inserter during stylet removal, which resulted in blood leakage.

Manufacturer narrative:
The sample was rec'd on 08.08.2011 and sent for decontamination. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).